Manufacturer narrative:
Dentsply sirona became aware of a serious injury that occurred while using the ankylos implant system. This report is for the dental abutment device. The dental implant device report will be submitted separately. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a fracture abutment implant and a dental loss.